Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue with evidence of battery compartment moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 07/30/2014 with the following findings: the complaint could not be duplicated with investigation. The battery compartment was observed to be damaged. The battery cap was able to properly secure to the pump. There was evidence of moisture on the underside of the battery cap and within the battery compartment. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Leak testing revealed a battery compartment leak. There was no evidence of moisture on the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.